Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. The returned instrument exhibits signs of use (nicked or gouged) and the post feature has fractured off, not all pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument fractured during surgery. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.